Manufacturer narrative:
(B)(4) manufacturing site evaluation: evaluation on-going. New information: with new investigation information making the complaint not reportable. MDR is now reportable "yes" to "no".

Event description:
Country of complaint: USA. It was reported that the surgeon could not identify any markers to determine implant orientation. Patient injury and delay in surgery not reported.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned

Event description:
Country of complaint: USA. It was reported that the surgeon could not identify any markers to determine implant orientation. Patient injury and delay in surgery not reported.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. New information: with new investigation information making the complaint not reportable. MDR is now reportable "yes" to "no".

Event description:
Country of complaint: USA. It was reported that the surgeon could not identify any markers to determine implant orientation. Patient injury and delay in surgery not reported.

Manufacturer narrative:
Aesculap (B)(4), device manufacturer,.no further action required at this time. A review of aesculap, surgeon could not identify any markers to determine implant orientation. These phenomenon we know. Therefore we have changed the marker material from titan to tantalum. The change has been implemented at 24.04.2014. Due to the circumstance that this product has been manufactured in 2013 the markers has the old status. No further containment will be completed at aic. We will continue to monitor and trend for occurrence of this nature.